Event description:
It was reported that t2 could not be deployed. No patient injury was reported. A backup device was used to complete the procedure.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been removed from the assembly. The needle is bent on two planes. No suture or ts were returned. Trigger has been fully advanced and locked within the handle indicating a complete deployment. Per the device IFU ¿do not bend delivery needle¿. Further investigation is not warranted at this time. A review of the device history record shows that this device passed all acceptance criteria and was compliant upon release for distribution. There are no indications to suggest the device did not meet product specifications nor does it allege any product deficiencies upon release into distribution.